Event description:
Procedure: sigmoidectomy. Reportedly, after firing, the anastomosis was checked for leaks. The anastomosis was leaking and no staples were placed. The surgeon re-created the anastomosis using an eea28.

Manufacturer narrative:
.